Event description:
A customer reported 2239 bf probe 1 purge failure error and 2240 bf probe 2 purge failure error on the aia-900 analyzer. The customer replaced the bf probe tips and powered off and on the analyzer. The customer stated the analyzer gave the error on the background check. The customer stated the error would occur during testing, but then the analyzer would continue running and complete the testing. The technical support specialist (tss) suggested cleaning the detection probes as well as perform several primes as she can see bubbles in the lines. The customer called back and stated the error recurred and they changed the wash solution and primed numerous times with no resolution. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg) and cardiac troponin I (ctnl2) there is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) conducted a site visit and was able to confirm the reported issue by identifying damaged seals inside the wash syringe. The fse replaced the wash syringe. The fse validated the analyzer by running quality control (qc) and a daily check with results within acceptable range and no errors recurring. The aia-900 analyzer is operating as expected. No further action required by field service. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There was one other similar complaint found during the searched period for a total of two (2) complaints for both error messages. The aia-900 analyzer operator's manual under section 12: flags and error messages states the following: [2239] bf probe 1 purge failure cause: the overflow sensor 1 s132 failed to detect liquid after the washer was discharged. Action: it is conceivable that air has entered the washer tube. Prime the tube and bleed off the air. Check the remaining quality of washer, check to see if there is air in the washer tube, and check s132, the discharge solenoid valve sv150, and the washer tube. [2240] bf probe 2 purge failure cause: the overflow sensor 2 s133 failed to detect liquid after the washer was discharged. Action: it is conceivable that air has entered the washer tube. Prime the tube and bleed off the air. Check the remaining quality of washer, check to see if there is air in the washer tube, and check s133, the discharge solenoid valve sv151, and the washer tube. The most probable cause of the reported event was due damaged seals inside the wash syringe, cause traced to component failure.